Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room. Customer¿s bg was treated intravenously with unspecified fluids. Reportedly, customer left the ER three hours later with the issue resolved and no permanent damage. Reportedly, the cartridge was leaking from unspecified location. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Reportedly, customer reverted to an alternate method of insulin therapy.